Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A risk review was completed and confirmed that the event of surgical procedure delayed was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be determined. Therefore, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a sound was noticed during use, and the fiber was found to be burnt. The debris shield was also observed to be damaged. Due to this, the procedure could not be completed and was discontinued. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that a sound was noticed during use, and the fiber was found to be burnt. The debris shield was also observed to be damaged. Due to this, the procedure could not be completed and was discontinued. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.